Manufacturer narrative:
A customer called a siemens technical applications specialist (tas). The tas reviewed the instrument setup of the ck method in centralink. The tas found that the upper limit was listed as "?" Which would allow all results above assay range to cross to the laboratory information system without being formatted as a "greater than (>)" or "less than (<)" result. The tas then performed a query in centralink for all ck results in the past month and found multiple reports that had results of greater than 1,300 that were reported with the actual concentration. The tas found the "k" (maximum absorbance limit exceeded) flagged result of the sample in question in this search. The flag does not provide any absorption reading and should be confirmed by lab defined criteria but should not be reported out without a confirmation testing (rerun or dilution). The tas added a function for the ck assay that when a "k" flag is reported on initial testing, the system will perform an automated dilution. The cause of the customer reporting a flagged creatine kinase result was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A creatine kinase (ck) patient sample tested on an advia 1800 instrument was flagged with "k" and "above absorption limit" errors. The sample displayed no result and was erroneously reported by the customer as above the assay range. A rerun of the sample was not performed. It is unknown what the correct value for the patient is. There are no known reports of patient intervention or adverse health consequences due to the customer erroneously reporting a flagged result as above the assay range.